Event description:
Patient admitted to hospital for removal and replacement of bilateral silicone breast implants secondary to rupture of left breast implant and having discomfort in her left breast implant pocket. Patient authorized hospital to dispose of her surgically removed implants after she got to view them.